Event description:
The account director of nursing alleged that a pt was found expired, and the pt's head was entrapped between the end of the left head siderail and the mattress. The pt was found facing down with her legs on the floor. According to the director, the left siderail was in the up position, and there were no foot siderails on the bed. The bed was in the low position. The account was using an accumax quantum vpc surface on the bed and a body exit alarm system, manufactured by another co. The bed exit system did not alarm. The pt was diagnosed with parkinson's disease.

Manufacturer narrative:
The technician examined the bed immediately following the event and found the bed functioned as designed. The bed passed all functional and electrical safety checks. The technician indicated that the account has not upgraded the bed. The hill-rom account executive will follow up with the account concerning the facilities interest in possible upgrades.